Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. One haptic was broken in the gusset area (returned). The other haptic was bent in the gusset area. The optic was torn/split/cracked from edge towards center. A fold inspection could not be conducted due to extensive lens damage. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported event. A fold inspection could not be conducted due to extensive lens damage. Other lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the iol did not open correctly according to the surgeon. The surgeon replaced with back up lens during initial procedure. Additional information has been requested.